Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent placement difficulties occurred. The lesion being treated was located in the mildly tortuous, mildly calcified, 65-70% stenosed right coronary right(rca). A 2.5 x 12 mm taxus express2 drug eluting stent was advanced to the lesion and the delivery balloon was inflated to 9 atms. The stent and balloon were not visible immediately followiing deflation, therefore the physician pulled back on the stent delivery system without complete deployment of the stent. The delivery balloon withdrew from the stent with the physician pulling back and the stent remained proximal to the target lesion. An unknown balloon was advanced and completely deployed the stent proximal to the target lesion. There were no reported patient complications. The patient status is reported at 'satisfactory/good.'